Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. A device history record review could not be performed on the device, as no lot number was provided by the customer. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in the burn unit or and burn surgery hospitalization, there have been difficulties with teleflex staplers in skin grafts. Staples are too high, grafts are not pressed against the skin, not held securely. Staples protrude 2 mm above the skin. Staples are too wide and are traumatic when removed, tearing skin grafts. It concerns all batches." Additional information received on october 17, 2025, indicated that "there was damage to the skin graft. Increased vigilance, greater care when removing bandages over the graft, so as not to cause further damage. There was no more information available.".

Event description:
It was reported that "in the burn unit or and burn surgery hospitalization, there have been difficulties with teleflex staplers in skin grafts. Staples are too high, grafts are not pressed against the skin, not held securely. Staples protrude 2 mm above the skin. Staples are too wide and are traumatic when removed, tearing skin grafts. It concerns all batches." Additional information received on october 17, 2025, indicated that "there was damage to the skin graft. Increased vigilance, greater care when removing bandages over the graft, so as not to cause further damage. There was no more information available."

Manufacturer narrative:
(B)(4).